Event description:
The facility reported an infusion pump with a failure code 814:04. This event occurred prior to use. According to the hospital representative there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of failure code 814:04 was confirmed. Inspection of the pump revealed failure code 814:04 was due to defective air in line printer circuit board on channel b. Replaced the air in line printer circuit board (ail pcb) on channel b. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.